Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced, but severe resistance was felt at the area before reaching the lesion and was unable to cross the lesion. The device was then removed, however, it was noted that the proximal part of the stent was lifted. The procedure was completed with a non-bsc stent. There were no patient complications reported.